Event description:
It was reported that the lead was explanted due to a change in the sensing threshold.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.